Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire medical sent an email on how to read the date on the o2 sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device will not be returned

Event description:
It was reported to vyaire medical that the avea ventilator had sporadic fio2 (fraction of inspired oxygen) low errors. Furthermore, there was no patient harm reported associated with the reported event.